Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected into the forehead with 1.0 cc of juvedermvista volite xc. The product was injected into the entirety of the forehead as a skin quality improvement treatment. Seven days later the patient experienced redness on the forehead. It was suspected that this may be an venous embolism. The hcp injected the patient with 1500u of hyaluronidase into the area above the left trochlea, in the superficial temporal vein region. 1v drip of vasodilator (div with parx 1a + ns100) for preventative measure against pigmentation electroporation (vc infusion solution) was performed.